Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular was dislodged after initial implant. The patient presented on (B)(6) 2018 for lead revision and procedure and the lead was explanted and replaced. The patient was stable post procedure.